Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-may-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient was not showing as admitted. A technical support specialist found for this patient, two pade admits and pis messages were received under different visit ids. The earlier visit ID generated the warning "temporary room 495 had no care unit defined," though messages still processed in es. Pade showed no discharge for this visit, while es had a manual discharge by user which aligns with the admit time of visit ID (B)(6) , indicating the manual discharge was likely applied to the wrong visit. A new adt admit was later received under visit ID 45551643, with associated pis orders and a discharge. Attempts to re-admit/transfer after the issue was reported may have generated additional trash messages. The tss informed the findings to the customer and tss proceeded with case closure. The system functioned as intended after the technical support specialist inspected the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a patient did not show as admitted on the device. The customer stated that the patient had been admitted to the emergency room with an active medication order, however, the medication order did not appear on the pyxis. The customer noted that the patient had previously been admitted and discharged on (B)(6) 2026, and the current medication order was showing under the discharged appointment visit ID(B)(6) . Due to this discrepancy, the user was unable to remove the medication from the system. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.